Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the customer got failed battery test alarm, pump error alarm, the critical block and inverse critical block did not add to zero and the motor arm cannot communicate with the main arm. Customer¿s blood glucose level was 300 mg/dl at the time of the incident. Customer stated that, the other night she changed her infusion set & then the day after is when she states the pump started beeping & then it turned off with no warning. She states she did not receive replace battery or low battery & she states she replaced the battery & after that she had to set up all her settings. Customer is able to complete pump rewind. The self-test was passed. Customer stated that she does not want to do any troubleshoot for high blood glucose. Alarm is not cleared before inserting battery. The insulin pump will not be returned for analysis.